Event description:
It was reported that guide wire tip detachment occurred. The 99% stenosed target lesion was located in the severely calcified first diagonal artery and mid left anterior descending artery (lad). The 185cm straight pt² guide wire was first advanced to the right coronary artery for percutaneous coronary intervention. The device encountered difficulty crossing the lesion but as able to cross eventually and the procedure was completed without issue. Then in order the treat the mid lad and first diagonal artery, the device was inserted to the periphery of the first diagonal artery however the tip of the guide wire was deformed to a j-shape. Predilation was performed using a non bsc balloon catheter and an unspecified stent was deployed at the proximal site of the lesion. Then a non bsc guide wire was used to cross the target lesion at mid lad. Predilation was performed using an unspecified balloon catheter and the physician attempted to deploy an unspecified stent, but had difficulty crossing it. The physician managed to cross the stent using an anchor technique by reinserting and rotating the 185cm straight pt² guide wire several times. When the stent deployment in mid lad was completed and the physician attempted to remove the 185cm straight pt² guide wire, it was noticed that the distal end (2-3cm) of this device was detached and remained in the first diagonal artery. It was determined that this detached part would not migrate. Resistance was not encountered during removal of the device. As the vessel was small, the detached tip was unable to be removed by a snare. The physician thought that the cause of the event was that the procedure was continued even though the distal end of the guide wire was deformed and the device was rotated several times when performing anchor technique. No further patient complications were reported and the patient is being monitored with no problem.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has the distal tip damaged, as part of overall visual revision. Unit matches with upn provided by the customer. The visual inspection was performed and the device was found broken at the distal end section, the other section was not returned. The polymer section kinked approximately 8cm from the distal end. All the outer diameter (od) measurements taken met the specifications. Guidewire overall length 182.7 cm approximately. The returned device was sent for external analysis to determine the fracture failure mode. The lab returned the following results: the wire sample presented evidence of tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The 99% stenosed target lesion was located in the severely calcified first diagonal artery and mid left anterior descending artery (lad). The 185cm straight pt²¿ guide wire was first advanced to the right coronary artery for percutaneous coronary intervention. The device encountered difficulty crossing the lesion but as able to cross eventually and the procedure was completed without issue. Then in order the treat the mid lad and first diagonal artery, the device was inserted to the periphery of the first diagonal artery however the tip of the guide wire was deformed to a j-shape. Predilation was performed using a non bsc balloon catheter and an unspecified stent was deployed at the proximal site of the lesion. Then a non bsc guide wire was used to cross the target lesion at mid lad. Predilation was performed using an unspecified balloon catheter and the physician attempted to deploy an unspecified stent, but had difficulty crossing it. The physician managed to cross the stent using an anchor technique by reinserting and rotating the 185cm straight pt²¿ guide wire several times. When the stent deployment in mid lad was completed and the physician attempted to remove the 185cm straight pt²¿ guide wire, it was noticed that the distal end (2-3cm) of this device was detached and remained in the first diagonal artery. It was determined that this detached part would not migrate. Resistance was not encountered during removal of the device. As the vessel was small, the detached tip was unable to be removed by a snare. The physician thought that the cause of the event was that the procedure was continued even though the distal end of the guide wire was deformed and the device was rotated several times when performing anchor technique. No further patient complications were reported and the patient is being monitored with no problem.